Event description:
A consumer implanted for spinal pain reported via the manufacturer's representative (rep) they fell sometime around (B)(6) resulting in the incision opening up and becoming infected as well as an open wound on the battery pocket. The rep. Confirmed the system worked well and impedances were within normal range, but the consumer was going to undergo surgical intervention, but the date had not yet been set. At the current time the issue was not resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.